Event description:
It was reported that the patient was not receiving therapeutic benefits from her intrathecal baclofen infusion and experienced poor coverage for pain control. X-rays noted the catheter was disconnected at the lumbar site. The catheter was not in t7 where it should be for spasticity, rather it was at l2. The pump was two and a half year old, but with high volume flow, the hcp anticipated pump failure in less than 18 months. The pump was located under the ribs, so at the time the replacement, the pump rocket was also redefined. The device and catheter were both replaced. The drug in the pump was baclofen - 500.0 mcg/ml. The patient recovered without sequela.

Manufacturer narrative:
Results: catheter.